Event description:
It was reported that 2 bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: needles are clogged, not working. Cannot even push air bubble thru them. While attempting to administer an intramuscular vaccine to a 4 year old patient, the syringe was unable to inject the vaccine after multiple attempts to push on the barrel of the syringe. This resulted in the patient having to be re-stuck a second time on the opposite leg with a new needle. This particular issue has not been observed in the previously used needle type, or with the bd safetyglide 5/8" needles used for subcutaneous injections.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the MDR 1213809-2022-00773 is a duplicate of 1213809-2022-00755 this supplemental is to cancel MDR 1213809-2022-00773.

Event description:
It was reported that 2 bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: needles are clogged, not working. Cannot even push air bubble thru them. While attempting to administer an intramuscular vaccine to a 4 year old patient, the syringe was unable to inject the vaccine after multiple attempts to push on the barrel of the syringe. This resulted in the patient having to be re-stuck a second time on the opposite leg with a new needle. This particular issue has not been observed in the previously used needle type, or with the bd safetyglide 5/8" needles used for subcutaneous injections.

Manufacturer narrative:
Date of birth: only the patient's age was provided, therefore a default date of birth has been listed. Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.